Event description:
Technician performed function check, and observed that when brakes were applied, they would not turn, but when bed was pushed against, would ratchet side to side.

Manufacturer narrative:
Technician replaced head right, and foot left casters to resolve.